Manufacturer narrative:
This report is submitted (B)(6) 2017.

Manufacturer narrative:
This report is submitted on december 19, 2016.

Event description:
Per the patient's surgeon, the patient experienced headaches and poor performance with device use, resulting in the decision to explant. The device was explanted on (B)(6) 2016, there are no plans to re-implant the patient with a new device.